Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of suspected lead damage is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review performed for the reliance ez is-4 device confirmed the event of damaged/defective is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance ez is-4 device is acceptable.

Event description:
It was reported by the physician that the patient with this right ventricular (rv) lead underwent a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure in september 2025. Since then, the device has recorded several oversensing events resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Per the physician, the patient has a history of av node ablation and is completely dependent on the device for pacing. The physician programmed the gain to 1.5 millivolts (mv) and contacted technical services (ts) for further review and recommendations. Ts reviewed the provided data set and images, noting artifacts show up not only in the shock channel but also in the rv channel, resulting in oversensing/under-pacing scenarios. Per ts, a rv lead insulation defect is suspected. As such, rv lead replacement was advised. Besides the inappropriate therapy, no other adverse patient effects were reported. This rv lead remains in service. Please note there was no involvement by a boston scientific field representative in this case.

Event description:
It was reported by the physician that the patient with this right ventricular (rv) lead underwent a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure in (B)(6) 2025. Since then, the device has recorded several oversensing events resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Per the physician, the patient has a history of av node ablation and is completely dependent on the device for pacing. The physician programmed the gain to 1.5 millivolts (mv) and contacted technical services (ts) for further review and recommendations. Ts reviewed the provided data set and images, noting artifacts show up not only in the shock channel but also in the rv channel, resulting in oversensing/under-pacing scenarios. Per ts, a rv lead insulation defect is suspected. As such, rv lead replacement was advised. Besides the inappropriate therapy, no other adverse patient effects were reported. This rv lead remains in service. Please note: there was no involvement by a boston scientific field representative in this case.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.